Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen and bathroom). (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling on behalf of the customer. The customer is concerned with results obtained of 161, 169, 164 and 175mg/dl. The expected fasting blood glucose test result range is 88-100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the walker and sometimes carried into the kitchen and bathroom. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1:161mg/dl date: (B)(6) 2018 time:7:37am fasting, result 2:175mg/dl date: (B)(6) 2018 time:6:09am fasting, result 3:169mg/dl date: (B)(6) 2018 time:6:08am fasting, result 4:164mg/dl date: (B)(6) 2018 time:6:05am fasting, result 5:97mg/dl date: (B)(6) 2018 time:5:02am fasting. Customer is not sure when the strips were open, customer have alzheimer and cannot remember. Customer was taking glipizide and has stopped taking it for the past 2 weeks for whatever reason. After reviewing the meters memory daughter thinks, the meter might be working properly but is requesting that we replace the meter. The results are high when compared to her normal glucose range.